Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch ultra meter was displaying inaccurate results compared another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 2:45pm he tested on the subject meter and obtained a reading of ¿342mg/dl.¿ the patient reported he tested on a bayer meter and obtained a reading of ¿332mg/dl¿ based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported based on the bayer reading he had 2 units of insulin. The patient reported at 5pm he tested earlier than usual and obtained a reading of ¿311mg/dl¿ and had an increased dose of insulin of 5 units. The patient reported at 5:50pm he had his usual lantus insulin 11 units. The patient reported at 8:15pm he had symptoms of ¿gut feeling, flickering before eyes and sweaty¿ which he associated with hypoglycemia. The patient reported he tested on the subject meter and obtained a reading of ¿47mg/dl¿ and at 8:20pm had glucose as treatment. The patient reported at 8:50pm he tested on the subject meter and obtained a reading of ¿133mg/dl¿. The patient confirmed he did not have any treatment from a health care professional on the day of the alleged issue. The patient reported he normally tests his blood glucose 10 times per day and his normal range is between ¿70-130mg/dl.¿ during the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing and the meter was in the correct unit of measurement at the time of testing. The patient refused replacement products this complaint is being reported as an adverse event because the patient claims due to the meter issue, he increased his usual dose of medication several times throughout the day and developed symptoms suggestive of hypoglycemia and required

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.